Manufacturer narrative:
Field change: e1, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and discarded and a new aus was implanted. During the procedure fluid loss was noted in an unspecified area. The patient did not experience any adverse events and was said to be good after the procedure. No more information available through physician. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and discarded and a new aus was implanted. During the procedure fluid loss was noted in an unspecified area. The patient was said to be good after the procedure. It was further reported that the patient did not experience any adverse events. No more information available through physician. Should additional information become available, it will be provided.